Manufacturer narrative:
Evaluation summary: the balloon returned with residue visible in the balloon and inflation lumen. The delivery system was placed in the waterbath to disperse the residue in the balloon in order to aid inflation. The balloon failed negative prep. On pressurisation of the device, a leak was observed exiting the balloon distal tip, indicating a leak on the inner lumen. The balloon was reported for balloon burst; however, no burst was identified on the balloon. The balloon was cut back to determine the location of the leak site. A leak site was located immediately distal to the distal mark band. The inner shaft material was protruding outwards at the leak site in a proximal direction. The inner shaft material was jagged and uneven at the tear site. Leading in to the puncture site there was an imprint of the guide wire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent, in a lad lesion with 80%. There was no abnormality in relation to anatomy. There was no damage noted to packaging. The lesion was pre-dilated. Negative prep was not performed. The device did not pass through a previously deployed stent. No resistance was noted and no force was used during the procedure. It is reported that, during the first inflation, the balloon burst during stent deployment. The device was not moved or repositioned in the lesion prior to the burst. The stent was deployed in the vessel. No patient injury is reported.